Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was received for evaluation. The product sample consisted of one 3.5 fr urethane umbilical catheter. A visual inspection was performed and a piece of adhesive material was found attached to the tubing and a hole was found below the strain relief. During functional testing (underwater test), bubbles were detected coming out below the strain relief. Per the instructions for use, exercise caution when using sharp instruments near the catheter. Do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use alcohol, acetone, or alcohol containing antiseptics directly on the catheter. Carefully check antiseptic solutions for alcohol or acetone. These substances may cause irreversible damage to the polyurethane which can lead to a leak or break. Ensure gloves or other surfaces which have alcohol on them are completely dry before touching or manipulating the catheter. The most probable root cause can be due to the use of cleaning agents. A formal corrective and preventative action was implemented for the reported issue. A strength level has been added to the mold of the luer adapter to enhance the products ability to withstand bending forces while cleaning the catheter. In-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the customer reported that the uvc was inserted on (B)(6) 2015 and was in continuous use. Ns, 10ms syringe was used to flush the line. Alcohol was used to clean the device. The uvc was removed (B)(6) 2015 and was not replaced. The status of the patient is guarded/stable.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that after changing IV tubing under sterile procedures, they were setting up fluids in IV pumps. When they turned around they noted blood to be in patients bed. A drip was noticed coming from the uac tubing just proximal to the hub on patient side. The customer reports calling for staff assist to get help and folded the uac tubing in half to clamp it off to prevent more blood loss. Blood loss was approximately less than 0.5mls. The mother was notified by the charge nurse outside of the room. Infant vital signs were stable throughout this incident. The uac was then discontinued and removed.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.